Event description:
Customer reportedly received results of 100 mg/dl and 55 mg/dl within 1 minute on an aviva system. She was experiencing hypoglycemic symptoms, and she began to drink orange juice and contacted the paramedics, who arrived 20 minutes later. The paramedics received a result of 60 mg/dl on their meter, and the customer received results of 60 mg/dl and 100 mg/dl within 10 minutes of each other. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.